Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic and motor assembly. Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring and cracked case corner of the belt clip rails near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that long crack beginning from the top of the insulin pump, all along the length of battery tube. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.